Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during the treatment of an enlarged vein in the scrotum (i.e., antegrade varicocele sclerotherapy). Specific information regarding the esu's settings and any other devices used was not provided. Presumably after the procedure, a lesion measuring approximately 4 cm x 3 cm with an area of necrosis measuring approximately 2 cm x 1 cm was found on the skin of the patient's right upper calf. It was noted that secondary wound healing was carried out from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was not inspected/tested by erbe at the time of the event. Recently, a technical safety check was attempted on the generator. Three (3) unrelated error codes were found in the unit's error log which occurred between (B)(6) 2025, and (B)(6) 2025. The esu was found in need of repair; therefore, it was subsequently replaced (note: the esu was inspected/ tested in 2017 and it passed a technical safety check. However, no other checks were noted. Therefore, it may be assumed annual technical safety checks were not performed as required by the unit's user manual.). In a review of the event, it is highly unlikely that the esu not functioning properly in 2025 was associated with the patient incident that occurred in 2021. Finally, no anomalies were found in the device history record (DHR) of the esu. Based on the information provided, the alternate site burn on the patient appears to have been caused by the patient encountering a conductive object (e.g., metal object) during the procedure. The esu's user manual explicitly warns against contact between the patient and metallic objects. There is also a warning regarding the use of monitoring electrodes. No trends have been identified and erbe USA, inc. Is now closing the file on this event.